Manufacturer narrative:
Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative on 2019-oct-30. It was reported that the pump connector portion of the catheter was unable to be removed from the pump during explant and was returned still attached to the pump. It was also noted the patient had "possible withdrawal." No other complications were reported.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found no anomalies. Analysis of the implantable intrathecal catheter (s/n (B)(4)) found that difficulty with the sc connector led to explant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter, product ID: 85 96sc, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 11-jul-2008, UDI#: (B)(4) ; product ID: 8596sc, serial/lot #: (B)(4), ubd: 05-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be intractable spasticity due to cerebral palsy. It was reported that on (B)(6) 2019 the doctor didn't "like the way the surgery looked stated it was infected." The doctor performed a side port aspiration to see if the catheter was patent and to check the cerebrospinal fluid (csf). The catheter was patent at the time. The patient was in the operating room again on (B)(6) 2019 for another catheter aspiration and csf check. It was noted the infection was associated with implant. No other information was available as the caller was in the operating room. No further complications were reported. Additional information was received from the healthcare provider via a device manufacturer representative indicated that the pump pocket was specifically infected. It was reported that the patient was given antibiotics and the device was explanted. It was noted that during the surgery there was thought to be a disconnection between the pump and the catheter. The devices were expected to be returned for analysis. No further complications have been reported.